Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: during investigation, the pump was powered on and the display was not blank. The pump was opened display flex was fully seated and secure is the connector. The complaint of a blank display was not duplicated during investigation. Unrelated to the complaint, investigation revealed the following issues: the display was found to be dim, faded and discolored; all of the keypad buttons were intermittently unresponsive and there was contamination under all button contacts. There was no evidence of moisture found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.